Event description:
It was reported that noise was observed on the device. The device was reprogrammed to resolve the event. Additional information was requested but was not available.

Event description:
It was reported that the device was explanted and replaced. The patient was stable.

Event description:
It was reported that the device delivered a vibratory alert. The device was reprogrammed to resolve the event. Additional information was requested but was not available.